Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided does not correspond to a mentor finished device, so no mre could be performed. Multiple attempts were made to clarify the reported lot number, but none was made available. A supplemental report will be submitted if clarifying information is received. Reason for device explant and/or reoperation: capsular contracture, baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced bilateral capsular contracture, baker grade 4 post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.